Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer was in an unresponsive state. The power button was active, as was the wi-fi feature. The programmer was plugged in and the battery charging; however, the screen was blank. When the wi-fi button was pressed, it would not turn off. The power cord was unplugged, the battery removed and reinstalled after one minute. Following, the programmer powered up appropriately. The programmer remains in use. There was no patient involvement.